Event description:
The customer called technical support (ts) reporting that the device has a (1109) pressure sensor zero failure. The customer reported there was no patient involvement at the time the issue was discovered. Onsite support was dispatched for device evaluation and repair. Further information is pending.

Manufacturer narrative:
Reporting institution name: (B)(6) . Reporter phone number: (B)(6).

Manufacturer narrative:
The customer called technical support (ts) reporting that the device has a continuous alarm of machine pressure sensor zero calibration failure error code 110a message during pre-use set up.the issue was discovered during pre-use setup. There was no medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the data acquisition (da) pcba board to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.